Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed "skin pimples" or "lesions" after replacement of their pacemaker. It was also reported that, upon further examination, this skin condition was assessed to be due to lymphomatoid papulosis. The device is still in use. No further patient complications have been reported as a result of this event.